Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from the follow-up report #3. Corrected information was provided in d3 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury (thrombosis/patient-device interaction) was unable to be determined due to insufficient clinical details. The cause of the pump stop was likely due to biomaterial ingestion based on returned product and data log analysis.

Event description:
Updated us clinical narrative: (from aei): additional information later received indicated that a pump stop occurred and the device was unable to be restarted; no further details regarding this event were provided. Previous clinical narrative: (us narrative): an impella 5.5 device was inserted via a right surgical arterial approach. Per written communication from the cardiology consultant, the impella 5.5 was explanted due to the presence of clot within the pump. Regarding the clinical outcome, the attending physician reported that the patient had a significant history of cerebrovascular insults and multiple pre-existing medical conditions, contributing to a highly complex clinical course. The patient subsequently expired. The death is being conservatively reported due to the temporal association with impella 5.5 use. However, based on the treating physicians¿ assessment and the available clinical information, the outcome is in part likely attributable to the patient¿s underlying disease burden and complex medical history.

Manufacturer narrative:
B5 narrative and h6 medical device problem code were updated.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right surgical arterial approach. Per written communication from the cardiology consultant, the impella 5.5 was explanted due to the presence of clot within the pump. Regarding the clinical outcome, the attending physician reported that the patient had a significant history of cerebrovascular insults and multiple pre-existing medical conditions, contributing to a highly complex clinical course. The patient subsequently expired. The death is being conservatively reported due to the temporal association with impella 5.5 use. However, based on the treating physicians¿ assessment and the available clinical information, the outcome is in part likely attributable to the patient¿s underlying disease burden and complex medical history.